Event description:
Lens implanted 17 yrs ago. This lens was removed 3/21/97, due to dislodge with the eye. This particular lens was not implanted at reporting facility. The lens and haptic's appear to be intact. Drs unsure why the lens dislodged when the suture was attached. Perhaps one of the haptics is sharp and caused the problem. No harm to pt other than requiring another procedure and new lens.